Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a device leak and transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown timepoint, a 4mm leak was closed with a non-boston scientific (bsc) vascular coil. The patient also experienced a transient ischemic attack. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.